Manufacturer narrative:
(B)(4): this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that a patient sample generated a higher than expected architect ca125 result of 152.2 u/ml. The result was reported and questioned. A new sample was obtained and run on another architect analyzer with similar results of 159.0 u/ml and 161.0 u/ml. The same sample was run on other systems with the following results: bayer advia - 11.2 u/ml, beckman coulter dxl800 - 14.3 u/ml, beckman coulter access 2 - 12.5 u/ml and roche e170 - 19.44 u/ml. There was no report of impact to patient management.